Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
Dialysis clinic reported an alarm occurring on the blood pump module during dialysis treatment mode. Customer stated the facility staff stated the patient's blood clotted (due to the blood pump intermittently stopping) but not sure if there were any 'adverse' events. The staff removed the patient from this machine and placed them on another to continue treatment. Blood loss volume is unknown. The original lines were discarded. Additional information was solicited.

Manufacturer narrative:
The alleged event was not confirmed. The device was not returned to the plant for investigation. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
"."